Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for regular follow-up. Patient experienced chest wall discomfort during rv threshold testing. Testing revealed high capture threshold on the right ventricular lead. Review of chest x-ray on 20 aug 2020 revealed change in lead tip location, the physician suspected micro perforation. The lead was explanted and replaced without complications. The patient was stable before, during, and after the procedure.